Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0876 inches. Successfully downloaded history files and traces using thump. Insulin flow block alerted when expected during testing. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 12/05/2025 listed on smartsolve due to insufficient data in the trace/history files. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. No damage noted at the electronic assemblies during visual inspection. Sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. Insulin flow block alerted when expected during testing. Alleged absence of occlusion alarm was not confirmed during testing. Unable to verify alleged high bgs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump was not alarming the occlusion alarm. The customer was treated with other. The event involved product(s) mmt-1884, mmt-332a, unomedical. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical.